Event description:
A customer reported a malfunction on their pump, identified by code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance with resetting the pump, and the malfunction did not recur after the reset. Customer was advised to continue using the pump and to contact support if the issue recurs.